Event description:
The customer reported that the heartstart xl failed to boot up. There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.